Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) folded on themselves because they were too long. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.